Manufacturer narrative:
D9: device available for evaluation?: change yes to no d9: date returned to manufacturer: remove (B)(6) 2024 (the device was not returned). H3: device returned for evaluation?: change yes to no, remove reason for no evaluation. H4: device manufacture date: change 11/27/2023 to 11/28/2023 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice cassette leaked. There was solution inside the cassette door area of the cycler. This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.